Manufacturer narrative:
(B)(4): lead model 3998, lot# lb4013, implanted: 2003-(B)(6), explanted: na; extension model 7495lz2, serial# (B)(4), implanted: 2002-(B)(6), explanted: unk; extension model 7495lz2, serial# (B)(4), implanted: 2002-(B)(6), explanted: unk; programmer model 7435, serial# (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and lost stimulation sensation on (B)(6). The patient tried to increase stimulation, but reached the programmed upper limit. The patient had an appointment scheduled for (B)(6) to receive injections. The patient later saw an end-of-service / end-of-life message, and it was noted that there was a short circuit on electrode pair 2/4. The patient was scheduled for a revision and his battery was replaced and a pocket adaptor was added. Additional information has been requested, but was not available as of the date of this report.